Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with the pulse generator that exhibited competitive atrial pacing. The patient was noted to have a history of atrial fibrillation with some p waves falling in the ventricular blanking period which resulted in arrhythmia. The patient reported feeling symptomatic. Further information was requested but not received.